Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was opened on the surgical field and observed to have a crack in the optic and was therefore not used. The lens was not implanted. The haptics were intact and there was no damage seen on the cartridge. The technician did not prepare the lens in error. A back-up lens of the same diopter was successfully inserted with no issues and no interventions or procedures implemented. The outcome was favorable and there was no injury to the patient. The device was discarded. No further information was provided.